Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat#5510f401; lot# efnjk. Triathlon asym patella a32x10; cat#5551l320; lot# ldq847. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was experiencing mild pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
This patient is part of the triathlon all-polyethylene tibia retrospectively enrolled and prospectively followed clinical study. During the follow-up questionnaire between the patient and the study coordinator to collect information about the knee for the study, the patient reported mild pain. The patient states they have pain "once in a while" and it is "mild. The study coordinator comments that the patient reports mild pain occasionally, but does not feel it is a problem. No clinic evaluation by the surgeon was done at this time. This is all the information the site can provide.